Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed upon receipt, but the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation and no physical or any other damage was found. Root cause of the reported issue is unknown as no fault was found. Replaced the worm coupling and gear as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.